Event description:
Registered nurse (rn) reports 2 incidents of blood leaks with CT 190g dialyzers. One was on the 13th use and the other on the 2nd use. Rn reports that there are no pt injuries or medical interventions associated with these incidents. The blood leaks were noted with an alarm and confirmed by hemastix. The treatment was restarted with new disposables with no further incidents the clinic tests for chemical presence by dripping onto a test strip.